Event description:
It was reported that the caller experienced an alarm 22 when a button was continuously pressed on the wake function. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller about the button alarm and reviewed a photo of the pump, confirming no damage. Despite attempts to fix the issue, the customer was unable to reset the pump due to the persistent button problem. As a result, the pump was replaced, and the caller was advised to use multiple daily injections as a backup therapy and return the faulty pump to tandem.